Manufacturer narrative:
(B)(4).

Event description:
According to the reporter after a few successful passes through the patient's tissue, the needle fell out of the devices jaws and into the patient. The needle was retrieved and there was no reported patient injury. A different instrument was used to complete the procedure successfully. No patient or user injury or hazard.